Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. No frozen display noted. Unable to verify unresponsive buttons due to critical pump error. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen was frozen display as well as pump error alarm. Customer¿s blood glucose was 178 mg/dl at the time of incident. Customer was not able to clear alarm. The insulin pump will be returned for analysis.